Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: sorin group italia manufactures the pureflex arterial cannula. The event occurred in france. From follow up communications, livanova learnt that the event occurred at initial cannulation phase, with minor patient consequences, even though the dissection extended to the iliac arteries. In addition, customer confirmed to be not familiar with this cannula model. Reportedly, the patient is on a ventilator support. Device is not available for analysis. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a report that the tip of a pureflex arterial cannula was too rigid and punctured the cannulation site, causing hematoma and aortic dissection to the patient.